Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, missing reservoir tube o-ring, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, the reservoir compartment was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.